Event description:
It was reported that a vns pt developed an infection at his chest incision site approximately three weeks after his lead revision surgery. Follow up with the pt's implanting surgeon indicated that the infection had actually developed at the neck and chest incision sites and that the issue was caused by pt influence. The surgeon indicated that both of the pt's devices were explanted in order to allow the infection to heal after which, reimplantation would likely occur. Manufacturer's report number 1644487-2009-01493 will contain product info for the pt's lead.

Manufacturer narrative:
Method: (other) device manufacturing records were reviewed. Results: (other) review of manufacturing records confirmed sterilization for both the generator lead prior to distribution.